Event description:
It was reported that the right atrial (ra) lead exhibited undersensing sinus beat. Boston scientific technical services (ts) discussed that it is likely from the use of automatic gain control and sensing decay after the prior atrial paced beat start the decay at the highest amplitude. This ra lead remains in service. No adverse patient effects were reported.